Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Additional addendum for aaa-0732 on latest form. Subject tpa-004-004's 4-year follow-up occurred on(B)(6) 2026 with the CT dated (B)(6) 2026 reflecting a continued increase in aneurysm due to a type iib endoleak. The investigator assessed the max diameter of the aneurysm at 81mm, which is a 23mm increase compared to 30-day (58mm) assessment and an 11mm increase compared to the previous 3-year (70mm), making for a 2nd occurrence of >5mm enlargement. The subject reported no symptoms during their follow-up. The subject's last reintervention was in feb 2025, which was before their 3-year in 2025 when the first occurrence >5mm enlargement was noted." Patient outcome: "no action taken yet as of 12may2026, however an embolization is planned in the future to correct this."